Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer administered a manual injection to address bg. Reportedly, the insulin was expired. Tandem technical support educated the customer on insulin labeling.